Manufacturer narrative:
Unit not received in manufacturing mode. Unit received with cracked case on battery tube area. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, partially broken off reservoir tube lip, cracked reservoir tube lip, stained serial number label, severely faded serial number label, severely faded end cap address label, peeling end cap address label and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was long crack from the top of the insulin pump to the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.